Event description:
It was reported that in at the end of(B)(6) 2013, aus implant procedure was performed, but during the procedure, urethral damage occurred, so it was discontinued. After placing the urinary catheter for 4 weeks, aus implant procedure was able to perform successfully on october. Boston scientific has been unable to obtain additional information regarding the circumstances. Report on the case of artificial urethral sphincter implantation trouble: yosuke morisawa (nara medical university, takashima urology), ichigo torimoto, shunta hori, takashi iwamoto, takuya owari, katsuya aoki, nobutori tanaka, kiyohide fujimoto (nara medical university), kenji takashima (takashima urology).